Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was episodes of noise resulting in oversensing noted on the right ventricular (rv) lead due to alleged lead damage. The patient also had some palpations, but no other adverse consequences as a result of the event. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.